Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular epicardial lead has been trending low impedance measurements on the lv tip to rv coil. Electrograms done at follow up also show artifact on the lv ring-can and lv tip-ring. The lead impedance alert range was narrowed down and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.